Event description:
Pt was being resuscitated due to a suicidal event. During the resuscitation, the ambu bag would not work to allow ventilation to occur with mask. So initial attempts to ventilate was mouth to mouth, mouth to mask, mouth to tube until another resusci bag was located and working. This death was not felt to be from the ambu bag defect but has potential for someone else.